Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. This is 4 of 5 related incidents following report numbers: 2243072-2013-00003, 2243072-2013-00004, 2243072-2013-00005, 2243072-2013-00007.

Event description:
Nor adrenaline infusion infusing at 50mls/hr. Braun pump alarmed pressure. No obvious occlusion evident. Pump recommenced and the same occurred. Another syringe driver with nor adrenaline was commenced and the lumen of the central line where the initial nor adrenaline was infusing was flushed with no problem. The same thing happened again and the pressure function was increased from 5 to 9. The pump alarmed again. The nor adrenaline was then transferred onto the femoral double lumen catheter which was inserted for cvvhf but had not been commenced at this point - the nor adrenaline then seemed to infuse. The lumen on the central line was flushed and was patent.